Event description:
It was reported that a volume discrepancy problem occurred where the actual residual volume (arv) was greater than the expected residual volume (erv). At the refills the reservoir volumes have been more than expected. One example was that the arv was 12 ml and the erv was 6 ml. It was unknown when the volume discrepancies first began. The patient was still getting good relief/therapy. It was unknown if the logs had been reviewed. The type of medication being delivered via the device system was gablofen. Additional information has been requested regarding the patient¿s symptoms, interventions, and outcome, but was not available at of the time of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).